Event description:
It was reported that a user experienced recurrent early-morning low glucose events while using the ilet after a factory reset and sensor reconnection, with descriptions of repeated hypoglycemia alarms overnight and the need for multiple oral carbohydrate interventions; the user temporarily suspended insulin for two hours to recover and later reported wide glucose variability, expressing concern about algorithm behavior and site limitations. Symptoms included hypoglycemia. Outcomes included oral carbohydrate treatment without emergency care or hospitalization. Troubleshooting and education were conducted by clinical support, including sensor re-establishment and guidance. Investigation included review of user-reported blood glucose trends and clinician follow-up, and the cause remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.